Event description:
It was reported that pump wake button became stuck and unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, no corrective actions were taken, and no additional information was received regarding the outcome of the event.